Event description:
The customer reported a leak at the probe of the coulter act diff 2 analyzer. The customer indicated that the volume of the leak was a couple of drops and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed a small leak at the probe of the instrument caused by a clog in the tubing through pinch valve lv8. The fse replaced the tubing and issue was resolved. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
Pinch valve lv8 controls the probe wash drain to the vacuum isolator chamber. (B)(4).